Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the electrolyte injection cup (eic) of the synchron cx delta clinical system overflowed and spilled fluid. Customer was able to isolate and clean the spill. Customer identified and flushed an occluded line, and reported observing fluid in the odc (obstruction detection capability) bypass lines. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and replaced the sample obstruction detection assembly, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.